Event description:
Event description guidant received information that this transvenous implantable lead exhibited loss of sensing in the right ventricle (rv). It was determined that the lead was not dislodged. During the procedure to explant the lead, this coronary sinus implantable lead was damaged by cautery. This lead was also removed. Both leads were returned. The coronary sinus lead was archived without testing, as it was returned due to a non-complaint.